Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: lnq11, implantable cardiac monitor; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a single coil superior vena cava (svc) lead that was placed subcutaneous, the physician was unable to obtain an impedance measurement through the implantable cardioverter defibrillator (ICD). It was thought a possible coil integrity issue may have occurred during tunneling and a potential lead malfunction was suspected. The lead was removed, and an alternate subcutaneous lead was implanted. No patient complications have been reported as a result of this event.